Event description:
Related manufacturer reference number: 2017865-2022-00114, related manufacturer reference number: 2017865-2022-00115. It was reported that a full system explant was performed for an unknown reason. The patient condition is stable.

Manufacturer narrative:
The device was returned for evaluation. The device was received from the field with battery voltage above elective replacement level. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device exceeded projected longevity, the battery voltage is still at normal level.